Event description:
During follow-up, increased capture threshold was noted. According to physician, conductors appeared separated but not externalized. Sjm review confirms conductors are not externalized. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.